Event description:
It was reported that the catheter was leaking a pinhole was noted.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewg0698 showed no other similar product complaint(s) from this lot number.